Manufacturer narrative:
Concomitant medical products: 97714 restore sensor, MRI implanted: (B)(6) 2015; 4092-58 lead, implanted: (B)(6) 2002; w2dr01 ipg, implanted: (B)(6) 2020; 74001 adaptor, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise noted on atrial electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.